Event description:
It was reported that five days after a coronary drug eluting stenting treatment procedure a thrombosis occurred and the pt expired the following day. A taxus express2 mr unknown size drug eluting stent was implanted in the lad in 2004. Pt had redo femoral popliteal bypass surgery for gangrene five days later. The pt was in the recovery room after the surgery when their blood pressure dropped, EKG showed st changes and pt had a myocardial infarction. Pt was taken back to the cath lab and an angiogram showed the taxus stent in the lad was closed off. The physician resumed flow with a balloon and he also placed another taxus stent in the diagonal. The condition of the pt after the procedure is unknown. The pt died the following day.